Manufacturer narrative:
Results - eval of the returned product confirmed the reported issue. Eval revealed that the alarm powers up. However, the alarm sounded about 2 seconds when weight was removed from the sensor pad, then stopped on its own without weight being applied to the sensor pad. The unit is missing the battery door. (B)(4).

Event description:
Customer reported the alarm has power. However, the alarm sound intermittently. The batteries have been replaced with a new supply. No physical damage to the outside of the alarm reported. The date when the issue was discovered is unk. No pt incident or injury was reported.